Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt225 32.5 diopter intraocular lens (iol) was explanted in the right eye (od) of a female patient due to visual disturbance. The outcome significantly interfered with patient''s daily life activities prior to the lens exchange. A replacement lens of the same model with different diopter (31.0) was used. There was no incision enlargement and the patient has recovered. The device was already discarded by the account. No additional information was provided.

Manufacturer narrative:
The product testing was not performed as the complaint device was not returned for analysis. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.